Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for pneumonia and diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that she was experiencing high glucose for the past seven days. The customer's most recent glucose reading was 348 mg/dl. Reviewed the programming, time, and date on the insulin pump and they were correct. The customer also reported that the insulin pump had a crack on the display. No further information was provided.